Event description:
It was reported that the 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock had a leak issue. It was stated that smof was infusing through the product. The syringe was empty on the pump and so writer open the clamp to change the syringe and immediately noted a sudden leakage on the tubing distal to the clamp. Upon inspection, a tear was noted on the tubing itself. The smof infusion was stopped. The infusion was then discontinued as was ordered. The type of incident/problem is damaged or co promised. Ahs report this to health canada. It was unknown for unexpected or prolonged care. The device was retained. One sample is available for return, and it was unknown if it was wiped, contained and labeled. There was patient involvement and unknown adverse event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot was received for a comprehensive review.

Manufacturer narrative:
D9 - date returned to mfg: 3/5/2025 received one (1) used list# mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot# unknown no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The sample leaked during priming. The tubing was observed to have been cut leading to a leak. The probable cause of the cut is from the use of a sharp object.